Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported the pt presented with a type I endoleak, however the stent graft has not migrated. The pt had severe disease progression resulting in the dilatation of the aortic neck. The CT demonstrated the type I endoleak and the film was sent to a physician consultant. The physician consultant recommended the removal of the implant, due to the large diameter of the aortic neck. The physician elected to remove the stent graft and the pt was successfully converted to an open repair. Medtronic has rec'd the explanted stent graft and the analysis is pending. No add'l clinical sequelae were reported and the pt is fine. Medtronic has rec'd the explanted stent graft system and the analysis is pending.

Manufacturer narrative:
Other - lack of information (explant analysis pending). Inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severe disease progression resulting in the dilatation of the aortic neck). Evaluation codes, conclusion: lack of information (explant analysis pending). Device failure/lack of effectiveness related to patient condition (severe disease progression resulting in the dilatation of the aortic neck).